Event description:
The customer reported that there is a tear on the netting on one of the side panel. There was no patient injury reported.

Manufacturer narrative:
(B) (4). Evaluation of the returned product shows that the mattress envelope drainage port has a six foot tear at the start and end. (B) (4).